Event description:
58 y/f (year old female) boarded for right breast magseed localized lumpectomy and at the end of the case, there was blood noted on the scope. No visible signs of compromised integrity on the drape so the nurse filled the cover with water and noticed multiple pin holes on the drape.